Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips.

Event description:
The customer reported their precision xtra meter would not read their blood glucose level when the blood sample was applied to the test strips. According to the customer, this issue caused him to experience dizziness and he lost consciousness. The customer reported being bruised and was cut from falling onto the concrete driveway. The customer reported going to a health care facility; however, he did not receive any medical intervention. The customer self treated with gatorade and food. There was no report of death or permanent impairment associated with this event.